Event description:
It was reported that this right atrial (ra) lead exhibited insulation damage in the clavicular area which was confirmed via x ray. The physician used the same stick with the involved right ventricular lead at initial implant. This ra lead was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.